Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pacemaker involved in this MDR report was implanted on (B) (6) 2010. The physician mentioned to have heard the "click" sound from the screwdriver during implantation. The patient suffered from dizziness. The pacemaker was interrogated on (B) (6) 2010: inefficient pacing was observed. A reintervention occurred on (B) (6) 2010: the physician tried to screw again, but it did not work: the lead could be removed easily. The pacemaker was explanted and returned for analysis. Another pacemaker from a competitor was successfully implanted.